Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. A tip stiffness test was performed and the results within specification. The reported events of decrease in sensing amplitude and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest discomfort and arrived to the emergency room. Upon investigation, small effusion was seen with echo. The fib waves went down. The impedance dropped since implant. The physician believed that the fib waves reduced because of micro perforation. The physician believed there was micro-perforation and suspected to be the cause of the small effusion, but the micro-perforation was not confirmed via computerized tomography (CT) scan or echocardiogram. The right atrial (ra) lead was removed and not replaced due to chronic atrial fibrillation. The patient did fine before, during, and after the procedure.